Event description:
A customer contacted baxter's global technical service center to report a system error 2240 (indicating air in the set) with the homechoice machine during dwell 3 of 5. The spike had come out of the bag. The home patient was going to talk to the registered nurse (rn) for instructions for the rest of therapy. The proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report. This medical device report (MDR) is for the separation against the cassette.

Manufacturer narrative:
(B)(4). The device was discarded. If a sample is received, a follow-up report will be submitted upon completion of the evaluation. A 510(k) number will not be provided in the emdr as the product code is unknown. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the peritoneal dialysis (pd) nurse on (B)(6) 2010, who stated there was no adverse patient outcome, injury or need for medical intervention associated with this incident. There were no samples available. The nurse verified the patient follows the proper procedure and has not had any further similar incidents. This complaint was not confirmed in the lab due to a lack of sample. The lot number was not provided; therefore a batch review cannot be conducted. The root cause was undetermined due to lack of sample. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.